Event description:
It was reported, the patient's charger and programmer had trouble communicating with her ipg. It was noted, her ipg had flipped in the ipg pocket site. The patient stated, she has turned her scs system off due to this issue. Surgical intervention to address the issue will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.